Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: redo-transcatheter aortic valve implantation (redo-tavi)¿pilot study from multicentre nationwide registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "redo-transcatheter aortic valve implantation (redo-tavi)¿pilot study from multicentre nationwide registry", was reviewed. This research study is a retrospective multicenter experience to evaluate the safety and efficacy of repeat transcatheter aortic valve implantation (redo-tavi) in the polish population. The devices included in this study were sapien3/ultra, myval, evolut r/pro, and portico. The article concluded that redo-tavi is safe and characterized by favorable efficacy and low rates of short-term adverse outcomes. [The primary and corresponding author was szymon jonik, 1st department of cardiology, medical university of warsaw, 02-097 warsaw, poland, with corresponding e-mail: szymon.jonik@wum.edu.pl.]. This study included all patients who underwent valve-in-valve transcatheter aortic valve repair (viv tavi) from 01 january 2013 to 31 january 2025. A total of 32 patients were included in the study, of which 3.1% (1) received an abbott device. The average age was 75 years. The majority gender was male. Comorbidities were diabetes mellitus, hypertension, chronic obstructive pulmonary disease, atrial fibrillation, oral anticoagulation, chronic kidney disease, and prior myocardial infarction, stroke, transient ischemic attack, coronary artery bypass grafting, and percutaneous coronary intervention.

Event description:
The article, "redo-transcatheter aortic valve implantation (redo-tavi)¿pilot study from multicentre nationwide registry", was reviewed. This research study is a retrospective multicenter experience to evaluate the safety and efficacy of repeat transcatheter aortic valve implantation (redo-tavi) in the polish population. The devices included in this study were sapien3/ultra, myval, evolut r/pro, and portico. The article concluded that redo-tavi is safe and characterized by favorable efficacy and low rates of short-term adverse outcomes. [The primary and corresponding author was szymon jonik, 1st department of cardiology, medical university of warsaw, 02-097 warsaw, poland, with corresponding e-mail: szymon.jonik@wum.edu.pl.] This study included all patients who underwent valve-in-valve transcatheter aortic valve repair (viv tavi) from 01 january 2013 to 31 january 2025. A total of 32 patients were included in the study, of which 3.1% (1) received an abbott device. The average age was 75 years. The majority gender was male. Comorbidities were diabetes mellitus, hypertension, chronic obstructive pulmonary disease, atrial fibrillation, oral anticoagulation, chronic kidney disease, and prior myocardial infarction, stroke, transient ischemic attack, coronary artery bypass grafting, and percutaneous coronary intervention.

Manufacturer narrative:
Summarized patient outcomes/complications of portico were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, chronic obstructive pulmonary disease, atrial fibrillation, oral anticoagulation, chronic kidney disease, and prior myocardial infarction, stroke, transient ischemic attack, coronary artery bypass grafting, and percutaneous coronary intervention.. Complications reported included stroke/cva, thrombosis/thrombus, heart failure/congestive heart failure, endocarditis, heart block, hemorrhage/blood loss/bleeding, surgical intervention, hospitalization or prolonged hospitalization, perivalvular leak, patient-device incompatibility, patient device interaction problem (thrombus), off-label use (bicuspid valve anatomy); these complications are anticipated for the procedure and subject population. The reported off-label use was associated with implanting a portico valve into native bicuspid aortic valve anatomy. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: redo-transcatheter aortic valve implantation (redo-tavi)¿pilot study from multicentre nationwide registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.